Manufacturer narrative:
D4 UDI (B)(4). Investigation is underway.

Event description:
As reported by the edwards lifesciences field clinical specialist, approximately 3 years and 9 months post implantation of a 29mm sapien 3 valve in the aortic position, a valve in valve with a 29mm sapien 3 ultra resilia valve was successfully performed due to stenosis. Patient symptoms before the valve in valve were not provided.